Manufacturer narrative:
The plate complied with all quality requirements (DHR) at the time of release. Based on the provided details, the reported postoperative breakage cannot be linked to a manufacturing issue. Since the beginning of 2018, not a single complaint has been submitted regarding article a-4856.54. Postoperative x-ray images were provided. A conclusive root cause could not be established and further actions were not initiated.

Event description:
This event occurred in (B)(6). The patient sustained a fracture of the posterolateral aspect of the distal humerus at the proximal end, specifically at the compression foramen. The surgeon removed the two previously implanted plates[?]the medial and posterolateral[?]and replaced them with new implants. In addition, two intramedullary screws were inserted to provide supplementary support. Date of first surgery: (B)(6) 2026, date of second surgery: (B)(6) 2026.